Manufacturer narrative:
Concomitant medical products: 670100 heart band, (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) "stood up" when they raised their arm. The ipg remains in use. No further patient complications have been reported as a result of this event.